Manufacturer narrative:
Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.

Event description:
It was reported that, during a replacement procedure for normal battery depletion, it was difficult to loosen the setscrew to get the electrode out of this device. The doctor broke two wrenches in the process. The device was successfully removed and a new device was implanted onto the chronic electrode. There were no adverse patient effects.